Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the customer successfully loaded existing cartridge with original needle. Customer¿s blood glucose level was 198-200 mg/dl.